Manufacturer narrative:
D2a- additional common names: gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy. D2b- additional product codes: gbo; lje. E1 - phone number: (B)(6). H3 ¿ the device is not being returned for evaluation. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the flexible stiffening cannula was inadvertently left in an ultrathane mac-loc locking loop biliary drainage catheter during a routine biliary drain exchange for an unknown patient. This resulted in poor catheter drainage and patient sepsis. A similar event occurred with this customer and has already been reported under report reference #1820334-2026-00216.